Event description:
This ra lead was implanted on (B)(6) 2006. A call to technical services (ts) on 7/20/2012 states that patient was coming into clinic for inr today but then had a syncopal episode this morning and went to ER. Device was just checked on june 19 and everything was fine then. Caller checked device today and got check ra lead message. Caller stated that it seems like everything fine. Threshold stable. Lead impedance 442 ohms which is what it has been. P-waves 2.2mv. Ts stated that will get this message if a daily measurement had an out of range value which would be p-wave less than 0.5mv or lead impedance less than 200 ohms or greater than 2000 ohms. Ts noted that out of range lead impedance measurement would be a blank/missing data point on graph. Caller reviewing a printout and stated that it was hard to say if something was out of range. The p-wave trend showed y-axis from 0.1 mv to 4mv with all measurements variably somewhere in middle. Ts suggested reviewing trend on programmer where you can zoom in more closely to find out of range measurement. Caller noted that patient has frequent pvcs. Patient had syncopal episode this morning. Patient had 1 stored episode at 3:44 which was binned as pmt with as bivp but caller noted that what precedes that is what looks like vt in 150s. Patient programmed to just one zone vf 185bpm. Caller believes that patient had a little tiny blip at 150bpm of vt then device stored egm for pmt. Caller wondering if (B)(6) had a slower vt that was under cutoff. Ts stated that it would be possible and confirmed that device would only store something for rate greater than 185bpm, just happened to catch this on pmt episode. Caller wanted to know if there were any programming restrictions for adding a monitor only vt zone? Ts stated vt zone had to at least 20bpm lower than. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).